Event description:
The patient was undergoing a cardiac catheterization. After the procedure was complete, the physician thought he was unable to deploy the angio-seal. A femstop and manual pressure were applied to control bleeding. The patient underwent coronary artery bypass grafting the next day. When the patient returned from surgery her right leg and foot were cold and pulseless. The patient was returned to surgery and a portion of the angio-seal device was removed.